Manufacturer narrative:
Results of investigation: carefusion certified service technician was not able to verify the customer's reported issue. The ventilator was received with the suspect power board outside of the ventilator. The service technician was unable to perform further testing due to damage on ca1 jumper on the power board. The ventilator passed all testing and met all carefusion manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported model lap top ventilator 1150 stopped ventilating while connected to a patient. At this time, it is unknown if there was any patient injury or harm associated with the reported event.